Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.